Event description:
Report received from health care provider that pt suddenly arrested and was hospitalized. Hcp interrogated pump, emptied to check volume discrepancy. Residual volume was correct. Pump was refilled but pt did not recover. Family refused post mortem examination.